Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy procedure, on the third firing for the anastomosis of the jejunum, when the scrub nurse installed the device, there was no problem until the opening and closing check. The handle was squeezed to fire, it advanced a little, and the handle stopped moving from the middle. The handle was attempted to be squeezed again but unable to be squeezed, the black return knob was pulled and the reload was opened. The procedure was completed with another device. No patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative reload and applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.